Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels and had ineffective boluses. She stated that his blood glucose had been high since the night prior to the call; he changed the site and was fine. He gave himself a bolus but his blood glucose remained high. The customer's blood glucose was 346 mg/dl. He treated with a manual injection, lowering his blood glucose to 147 mg/dl. However, his blood glucose rose up to 514 mg/dl thereafter, he experienced thirst and looked pale. She was advised to remove the reservoir, rewind, reinsert the reservoir, and run a manual prime, and she reported that insulin exited at the quick release. She noted that the site was sore and found a crimped infusion set cannula. Upon troubleshooting, the insulin pump passed the high pressure test. She was advised to change the entire infusion set, reservoir and insulin and treat per doctor's instructions. She was advised to consult with his doctor.